Manufacturer narrative:
There is no further information available at this time. Should additional information become available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the pacemaker was recently explanted for normal battery depletion. The chronic leads remain in service with the new pacemaker. Records indicate this pacemaker system was not previously explanted for infection, as the non-boston scientific field representative mentioned would likely happen back in 2011.

Event description:
Boston scientific received information that another manufacturer's representative called to report this pacing system will possibly be extracted due to an infection.